Event description:
A spider fx device was used for embolic protection device during a stenting procedure of the lesion in carotid artery. It was reported that the device could not be delivered to the lesion site because it did not detach from the sheath. Three unsuccessful attempts were made to take the device out of the patient¿s body and reposition it. This caused a delay of 2 hours in the procedure. The procedure was successfully completed using a non-medtronic device. No injury to the patient was reported.

Manufacturer narrative:
Device evaluation summary: the spiderfx device was received inside a previously opened spiderfx label pouch which indicate lot a3000430. The device was still within its protective transportation hoop. The spiderfx was inspected and observed the filter assembly was loaded within the delivery catheter and was not visible. Multiple kinks and bends were observed on the green delivery catheter shaft. Backlighting was done to locate the filter and it was observed, the filter was still inside the shaft. The capture wire was attempted to be advanced with in the delivery catheter. Resistance was experienced and could not load into the delivery catheter. Due to the severity of the kinks and bend on delivery catheter, the filter assembly was unable to exit the distal end of the delivery catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.